Manufacturer narrative:
10/28/1998- supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6. H6 - cam pin is not at the proper depth in the bushing.

Event description:
The device was used during a total gastrectomy procedure. Reportedly, the anvil did not tilt and device was difficult to open. The surgeon was able to remove the instrument and complete the procedure. The hospital has reported no pt injury occurred.